Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 38 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed. The customer could not verify if the settings were correct, so he was instructed to contact his dr to verify that they are correct. The customer stated that he had just started on the insulin pump a couple weeks before the event. Nothing further was reported.